Event description:
It was reported that a secondary infusion was "not infusing properly" while delivering medication (mesna) to a patient. The pump displayed that the secondary medication was being delivered, however, it was observed that the primary medication was infusing.

Manufacturer narrative:
(B)(4). The customer stated that the user was unable to prime the secondary IV set "via back flow". The nurse attempted to prime 3 different IV sets. Priming was completed after the user removed the cap and pressure was forcefully applied. When the infusion was started, fluid was only delivered from the primary IV container. The available information suggests that user had difficulty priming the required IV set type. The device was not returned to sigma for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.